Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
As reported to olympus, the problem occurred during a diagnostic colonoscopy. The intended procedure was completed using a similar device. The patient was not under general anesthesia for the procedure; intravenous sedation was used. As reported to olympus, there was no clinically relevant prolongation of the procedure due to the problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the b30 error, front panel blinking, and noise on the image were not duplicated, therefore the cause is unknown. The scope was not detected due to a broken socket. This information is addressed in the instructions for use (IFU): "·if fluids are spilled on or into the light source, stop operation of the light source immediately and contact olympus." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is submitted to correct field b3.

Event description:
A user facility reported to olympus that a "b30" error occurred with endoscopes and the front panel flashed continuously. Additionally, it was reported that olympus, model series 180 scopes still worked. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluated determined that the scope detection did not function due to socket damage; the scope detection switch was noted stuck inside the socket. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.